Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early sensor session expiration was reported. Data was provided for evaluation. The reported allegation was confirmed. The probable cause could not be determined. No additional event or patient information is available.